Manufacturer narrative:
B3: date of event- corrected from (B)(6) 2021 to (B)(6) 2021. D1: brand name - corrected from watchman laa closure device & delivery system to watchman flx left atrial appendage closure device with delivery system d6a: implant date - corrected from (B)(6) 2021 to (B)(6) 2021.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was on novel oral anticoagulants and aspirin for their post implant regimen. At the 45 day follow up appointment, thrombus was noted on the closure device. No additional information is known at this time. It was further reported that the size of the closure device was 20mm. The patient was discharged on warfarin and aspirin 81mg post implant. At the 45 day follow up appointment, a 0.4 x 0.2 cm thrombus was noted on the anterolateral surface of the closure device. The patient was instructed to continue their warfarin medication regimen and there was a plan to have a repeat transesophageal echocardiography (tee) imaging appointment in the future.

Manufacturer narrative:
Date of event- estimated as it was reported the device related thrombus was from the 45 day follow up in (B)(6). Implant date - estimated as (B)(6) 2021 as this is 45 days earlier than the estimated date of event.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was on novel oral anticoagulants and aspirin for their post implant regimen. At the 45 day follow up appointment, thrombus was noted on the closure device. No additional information is known at this time.